Event description:
On 9/26/96 an ipp device was implanted. On 2/13/97 the rte's were removed. On 3/6/97 the entire device was removed due to pain, pt wanted the device removed. Add'l serial and lot no: cf672 021.